Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A manufacturer's representative requested their colleague be contacted for further follow-up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, chronic low back pain, and spinal pain. It was reported that the patient tried to charge and turn on the implant on (B)(6) 2017 and were unable to do so and want to know what needs to be done. The patient hasn't had stimulation since (B)(6) 2016. Patient services reviewed that in order to troubleshoot the device the patient will need to be with the patient programmer and the recharging system. Patient services reviewed possible overdischarge. The patient will call back to troubleshoot the device.